Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the needle was unable to pierce through the stopper. The following information was provided by the initial reporter: during phlebotomy, the needle does not puncture the rubber stopper smoothly.... The staff have to remover tube and re-puncture and then tube starts filling.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the needle was unable to pierce through the stopper. The following information was provided by the initial reporter: during phlebotomy, the needle does not puncture the rubber stopper smoothly. The staff have to remover tube and re-puncture and then tube starts filling.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.1.device available for eval: yes. D.1. Returned to manufacturer on: 2023-nov-01. H.6. Investigation summary: bd received 200 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for underfill and tacky stoppers with the incident lot was not observed. 10 sample tubes were draw tested. All tubes were within specification limits and no issues were identified with the stopper function. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill and tacky stoppers as all samples met specifications. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and tacky stoppers. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.